Manufacturer narrative:
Event description: it was reported that the patient was implanted with a metasul ldh head on (B)(6), 2005 and underwent revision on the (B)(6) 2020 due to loosening, bone debris and pseudotumor. Review of received data: - no medical data has been received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted with a metasul ldh head on (B)(6), 2005 and underwent revision on the (B)(6) 2020 due to loosening, bone debris and pseudotumor. Neither medical records such as surgical reports, x-rays, intraoperative images/x-rays nor the complained devices have been received. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the significant lack of information we were neither able to confirm the reported event nor to perform an in-depth investigation on the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
The manufacturer did receive vigilance medical document for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to loosening, pseudotumor and debris.